Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited a motor rate error upon running. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt. The top case was cracked by the handle and tubing guides with chipped corners. The bottom case was cracked by the l-bracket. The power cord was falling apart. Both plunger cases were chipped. An error code was found in the event history log (ehl). An occlusion test was performed, and the motor assembly was visually inspected. The customer reported issue was confirmed, a motor rate error was duplicated during the test. The root cause of the reported issue is due to normal wear of the motor assembly, the parts were old, dirty, and worn out. The worn parts are ten years old. To correct the issue, the stepper motor, old blue worm gear, worm coupling and motor mount were replaced. Also, the lead screw and both clutch halves were replaced as a preventive measure. Performed power up process, preventive maintenance, occlusion test and all functional tests which passed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).